Event description:
The patient presented and was admitted to the hospital due to bradycardia that resulted in syncope. The right ventricular (rv) leadless pacemaker (lp) was interrogated and increase capture threshold was observed. The lp was retrieved due to valvular regurgitation and reimplanted in a new location. The patient was stable throughout the procedure

Manufacturer narrative:
The event of a capturing problem was reported to abbott and could not be confirmed. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. Analysis performed, including output verification, found no anomaly contributing to reported event of a capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.